Manufacturer narrative:
Aga medical could not evaluate the product or the event since the product was not returned to us and imaging of the procedure was not provided.

Event description:
A 9mm amplatzer septal occluder was deployed in the left atrium and had a very unusual shape, the physician pulled the device back against the atrial septum to try to reconfigure the left atrial disc, but was unsuccessful. The la disc was captured, removed, and found to be severely deformed. A new 9mm device was selected, positioned and deployed. The usual push-pull maneuver was performed and there appeared to be excellent position. However, after the cable was removed, the device shifted and slipped within the pfo channel. The device remained stable for approximately five minutes, the physician elected to try pass a wire around the device, and with wire manipulation, the device dislodged into the ra. An attempt was made to snare the device, which part of the device pulled into the 8f sheath; however, the la disc would not completely collapse. A 10f sheath was then attempted to remove the device with a 6f guide as a tapering device, which consequently snared some vessel wall. Follow-up angiography revealed a vessel perforation. At that point, the procedure was terminated because the patient had become hypotensive. The first episode occurred during the sheath exchange and she was also bradycardic. She was successfully treated with atropine. Her second hypotensive episode occurred during the difficulty replacing the 10f sheath and during the extravasation of blood. The patient was emergently taken to the operating room where the artery was successfully repaired and the device was removed. According the physician, there was not a product failure issue it was operator error.